Event description:
It was reported that during a prostate procedure at 39,264 joules of use "aperture cover detachment" was observed. Tip was retrieved. The procedure was completed using a second fiber at 31,019 joules of use. Patient outcome "ok" reported.